Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at a daycare on (B)(6) 2016. The cause of death was a massive heart attack. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. Caller was not sure if customer was using sensors. The caller was not sure if the customer had heart disease, stroke or infections but was sure that customer did not have kidney failure. The caller agreed in returning the insulin pump if found.